Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Splintering tka boot. Patient was not under anesthesia. Case type: tka.

Event description:
Splintering tka boot. Patient was not under anesthesia. Case type: tka.

Manufacturer narrative:
Splintering tka boot. Patient was not under anesthesia. Case type: tka. Product evaluation and results: the product was confirmed to be a boot assembly, catalog # 210080, lot number 201843071007. Visual inspection confirms the boot assembly has splintered. Product history review: review of the product history records indicate 46 devices were manufactured under lot no 201843071007, and accepted into final stock on 07/18/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot number 201843071007, shows 00 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed.